Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted then the pump shutdown due to customer not charging the pump. Customer¿s blood glucose level was in 210-high mg/dl range. A correction bolus via the pump was delivered to address bg. Customer continued to use the pump for insulin therapy.